Event description:
Country of complaint: belgium. Needle detachment: sometimes the needle is laying in the package and is not connected with the tread.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 15 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Received 15 closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the 15 closed samples received and the results fulfilled the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.